Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the explant procedure was cancelled for now as the patient's husband was having medical issues. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977c265; serial# (B)(4); implanted: (B)(6) 2017; product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator for unknown indications. It was reported that the patient¿s system was scheduled for an explant on (B)(6) 2019 due to minimal pain relief despite multiple reprogramming's. There were no reports of device issues or allegations. There were no further complications reported or anticipated.